Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the ratcheting handle was damaged. The upper metal cap was loose and lost. There was no patient present when the issue occurred.